Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to contamination in the j1 battery connector. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor, which was returned for an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) failed incoming testing.